Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up in the clinic it was noted that the device sensing had decreased while the threshold had increased. No inadequate therapies were delivered due to the issue. During revision on (B)(6) 2016, no insulation damage or defect could be seen. The lead was deactivated and capped. Another pre-existing lead was reprogrammed to compensate for the capped lead. The patient was stable before and after the procedure.